Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported second degree burns remain unknown.

Manufacturer narrative:
(B)(4).

Event description:
During a radio frequency ablation procedure, the patient reported some discomfort after the grounding pad was placed on the left flank. When the grounding pad was removed, two second degree burns were noted at the grounding pad site. The skin was assessed and triple antibiotic ointment was applied and the patient was prescribed silver sulfadiazine 1% topical cream. There were no performance issues with any devices.